Event description:
It was reported that the trial patient was having pain and it started a day after they put the peripheral nerve evaluation (pne) in them. The patient clarified that they had a sciatic nerve injury and it felt like shooting up and down. It was noted that the patient had tried to adjust the stimulation but it hadn¿t helped them. Every day the patient woke up their parent had to physically help them up because they were too weak. It was reported that the patient had contacted their health care provider (hcp) and they told them to call the manufacturer. The patient was scheduled to have it removed tomorrow and the person who put it in told the patient that they could try the other side.

Event description:
Additional information received reported that the patient¿s trial was not successful as they were having too much sciatic nerve pain and had the trial removed a day early and would not go onto implant. The patient¿s sciatic pain resolved after removal of the trial system.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).